Event description:
Patient was revised to address pain.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product lot code required to retrieve the device history records and search the complaint database by manufacturing lot code was not provided. The investigation could not draw any conclusions about the reported event based on the information provided. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.